Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units, and at the time of the call, the insulin gauge displayed 125 units. It was unknown how much insulin had been delivered during this time; however, the customer reported using 90 units of insulin per day. The customer's blood glucose level was 44 mg/dl, and was addressed by consuming orange juice. Tandem technical support explained insulin gauge calculations and advised the existing cartridge can go through the load process again to recalculate the fill estimate; however, the customer declined and will call back should further assistance be needed.